Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Customer reported discordant flu results on flu+sars on an asymptomatic patient (off label at the time). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.